Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak of approximately 4-5 mls of clear fluid leaking from the right side of their coulter hmx autoloader instrument. The customer was unable to pinpoint the source, but the liquid was clear. The lab's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. No injury or exposure was reported and no patient results were affected; the unit was in a shutdown and starting a startup.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the leak at pinch valve 43(pv43). Fse replaced tubing at pv43 and verified repair per established procedures. There was no further evidence of leaking. The root cause of the leak is attributed to pv43. (B)(4).